Event description:
The user facility biomed reported that during setup prior to patient use the device alarmed "circuit occlusion" and "extended high peak".

Manufacturer narrative:
(B)(4). The carefusion technical support representative advised the user facility biomed to check the device's pressure transducers for drift, if they are not far off calibrate them, run the device for 24 - 48 hours and recheck the pressure transducers for drift.